Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the silicon jaw boot on the vasoview hemopro tissue welder was noticed to be peeling. This was noticed while unpacking the kit. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product is returning.

Manufacturer narrative:
The device has not been returned to cardiac surgery for investigation. We will continue to pursue the device being returned with the customer. A supplemental report will be submitted when the device is returned and the investigation is completed. (B)(4).